Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump had intermittent button response during testing due to a flattened dome switch on the down arrow button. No button error alarm was noted. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 343 mg/dl. The customer stated that the insulin pump had been exposed to an x-ray machine. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.